Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/4/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during loading. Haptic damage (both bent) was also observed. The complaint issue was confirmed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight and ethnicity: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while advancing the ar40e model intraocular lens(iol) in the emerald loader the leading haptic got bent and was unable to safely remain in the eye. There was patient contact. No further information available.